Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the implant remained in the cartridge with no indication that device came into contact . Additional information was requested and received stating implant remained in the cartridge with patient contact and no patient harm. The procedure was completed by using a backup lens of same model.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-63942.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. The device was returned in a clear, plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. No ovd in the device. The plunger has been advanced outside the device and is advanced under the lens. The lens is advanced into the nozzle entry and is crushed. Plunger underride was observed. The root cause may be related to failure to follow the IFU. No viscoelastic was observed in the device. The instructions for use (IFU) instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no/inadequate viscoelastic is placed in the device this will cause no/inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).